Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer's adc freestyle libre 2 sensor detached after 6 days of wear while he was in the water. Customer further reported he experienced symptoms described as "ischemia, thirst and continuous urination" and was seen at a hospital where he was diagnosed with hyperglycemia. Customer was hospitalized and treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.